Manufacturer narrative:
No unresponsive buttons were noted. All buttons functioned properly; however, the device was received with corroded keypad traces. The insulin pump was also received with cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, and a cracked belt clip slot. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's spouse called and reported that the buttons on the insulin pump were not responding during a bolus delivery attempt. Customer's blood glucose was 126 mg/dl. No significant events leading to the keypad issues were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.